Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation on his back where the therapy electrode pads sit. The patient reported using benadryl cream and working with his doctor on the irritation. Follow-up indicated that the irritation was doing better but there was still some discomfort due to rubbing.